Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches.the stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink.device had minor scratched display window, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing reservoir tube o-ring and a partially broken off reservoir tube lip.the test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was ranging from 100 mg/dl to over 600 mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting, fatigue and they were almost passed out. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose level insulin pump, manual injection and insulin drip. Customer declined for further troubleshooting of high blood glucose. Customer also stated that the piece of top of the reservoir compartment of insulin pump was broken off. Customer stated that the reservoir lip ring was damaged, however reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.